Event description:
A vns patient reported that she believes her generator has reached end of service and needs to be replaced. She also indicated that she was experiencing an increase in seizures. The relationship of the increase in seizures to prevns baseline is unknown. The patient is scheduled to have a follow up office visit with her neurologist to evaluate her vns device. Good faith attempts to obtain additional information have been unsuccessful to date.